Manufacturer narrative:
The customer reached out to philip's remote service technician and stated that when attempting to perform the touchscreen calibration the customer is getting touchscreen calibration failure, dead cells. The customer already replaced the navigation (nav) ring and confirmed this is a touchscreen issue. The customer is requesting touchscreen part number and price. The philip's service technician provided the customer with the part number and price. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. Attempts are being made to confirm the repair details.

Event description:
It was reported to philips that the device had a touchscreen issue. The customer stated that when attempting to perform the touchscreen calibration, there was a touchscreen calibration failure of dead cells. The device was not in clinical use at the time of the event. There was no report of patient or user harm.